Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 223 mg/dl. The customer tried to change batteries and was still not able to get a display. The customer has received a replacement battery cap before. The customer was advised that the insulin pump will need to be replaced. The customer was advised to stay on her back up plan until she gets her replacement insulin pump.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.